Manufacturer narrative:
Both removed speakers were returned to the product investigation lab (pil). The speakers were tested, and the failure was unconfirmed. Pil tech verified that the speakers emitted a distinct audible alarm during induced alarm conditions, and the speakers passes all resistance testing of the voice coil and associated wires of the speakers. The removed speaker¿s accusation has resulted in no problem found. The suspect speakers operated as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 added.

Manufacturer narrative:
A field service engineer (fse) went onsite and replaced both speaker assemblies to resolve the reported issue. The fse replaced both speaker assemblies to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "primary alarm failed" (diagnostic code 1102), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was suspected the issue was due to a faulty speaker. Onsite service is currently pending.

Manufacturer narrative:
E: (B)(6).